Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not stay on, even with a new battery. The generator has not been returned for service. No patient complications have been reported as a result of this event.